Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient reported that she was at the airport when she developed a headache and lost consciousness for an unspecified amount of time. She also stated that her cgm mobile app never alerted her to her glycemic state. The patient reported that she could not recall what her cgm value was prior to losing consciousness. The patient was also wearing an omnipod insulin pump. The patient woke up to airport paramedics treating her with IV insulin. She was unable to recall another further event details, aside from the paramedics staying with her for approximately 30-40 minutes until she was stable enough to board her plane. She was eventually cleared to fly. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.